Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: staples did not came properly. Does this mean that the staples did not fire? Were the staples malformed? Was the staple line incomplete?

Event description:
It was reported that during an unknown procedure, the instrument was very hard to close. When, the surgeon activated the instrument, the staples did not came properly. Patient ended up with a stomy, please note that it was already planned that the patient was to get a stomy. Patient is ok. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58n0h. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The device opened and closed as intended. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.